Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Reset unit settings and programmed temporary percent of basal to 200% was programmed with several temporary basal deliveries at 200% and all delivered properly; also several bolus deliveries were programmed and delivered also. All basal and bolus deliveries were delivered properly and were recorded in the daily total history files; no basal anomaly noted during testing. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's mother called to report that the basal rate on the insulin pump cannot be increased more than 175 percent. Troubleshooting was not possible. Customer's blood glucose levels were not included in the report. Product is being replaced.